Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could be confirmed. During service the device failed the pre-repair temperature assessment. If additional information becomes available, a supplemental report will be submitted.

Event description:
Device rec'd from (B)(4) for service. During servicing excessive heat was discovered. The device wa snot being used in surgery. There was no injury or medical intervention reported. There is no add'l info available.